Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils, located at each cornu and invading into the myometrium'), pelvic pain ('pelvic pain') and device dislocation ('essure migration') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), haemorrhage ("general abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (abdominal hysterectomy laparoscopic (n/a) salpingectomy complete (bilateral) and hysterectomy + bi-s). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown and the pelvic pain, device dislocation, abdominal pain, haemorrhage and psychological trauma had resolved. The reporter considered abdominal pain, device dislocation, embedded device, haemorrhage, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: successful bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: mr received : event "essure coils, located at each cornu and invading into the myometrium", reporter, lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils, located at each cornu and invading into the myometrium'), pelvic pain ('pelvic pain') and device dislocation ('essure migration') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), haemorrhage ("general abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (abdominal hysterectomy laparoscopic (n/a) salpingectomy complete (bilateral) and hysterectomy + bi-s). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown and the pelvic pain, device dislocation, abdominal pain, haemorrhage and psychological trauma had resolved. The reporter considered abdominal pain, device dislocation, embedded device, haemorrhage, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: successful bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device dislocation ('essure migration') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), haemorrhage ("general abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy + bi-s). At the time of the report, the pelvic pain, device dislocation, abdominal pain, haemorrhage and psychological trauma had resolved. The reporter considered abdominal pain, device dislocation, haemorrhage, pelvic pain and psychological trauma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: invalid case validated; patient information updated; product information updated; adverse events added to case: "pelvic pain"; "abdominal pain"; "haemorrhage"; "psychological trauma"; "device dislocation". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.